Manufacturer narrative:
Correction: h10. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed 31 low flow alarms have been logged since (B)(6) 2018. Log file analysis also revealed a controller power up with an associated motor start event on (B)(6) 2018, at 14:00:23. The controller was without power for 10 seconds. A second controller power up with an associated motor start event was observed on (B)(6) 2018, at 18:42:21. The controller was without power for 14 seconds. No anomalies were observed during the controller power ups. As a result, the reported loss of power was confirmed. Based on the risk documentation, possible root causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, laboratory data and relevant history. Correction to d4 unique identifier (UDI). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized when the low flows and vad stops occurred. The patient had atrial fibrillation and underwent an external cardioversion.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (hw34811) and the controller (con319901) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed thirty-one (31) low flow alarms were logged since (B)(6) 2018. Log file analysis also revealed a controller power up with an associated motor start event was logged on (B)(6) 2018 at 14:00:23. The data point prior to the loss of power revealed that bat754543 was connected to power port one (1) with 99% relative state of charge (rsoc) and bat601424 was connected to power port two (2) with 73% rsoc. The data point recorded after the loss of power revealed that bat601916 was connected to power port one (1) and bat754543 was connected to power port two (2). The controller was without power for ten (10) seconds. Additionally, log files revealed one (1) vad disconnect alarm was logged on 10/nov/2018 at 14:0023, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. Furthermore, log file analysis revealed second controller power up with an associated motor start event was logged on (B)(6) 2018 at 18:42:21. The data point prior to the loss of power revealed that bat601424 was connected to power port one (1) with 77% rsoc and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat601424 was connected to power port one (1) and bat601916 was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were observed leading up to the losses of power. As a result, the reported low flows and loss of power was confirmed. The reported vad stops could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stops. Based on the available information, the device could have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history of congestive heart failure and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed 30 low flow alarms have been logged since (B)(6) 2018. Log file analysis also revealed a controller power up event on (B)(6) 2018, at 14:00:23. The data point prior to the loss of power revealed that a battery was connected to power port one with 99% relative state of charge (rsoc) and a second battery was connected to power port two with 73% rsoc. The data point recorded after the loss of power revealed that a different battery was then connected to power port one and the same battery originally connected to power port one was then connected to power port two. The controller was without power for 10 seconds. A second controller power up event was observed on (B)(6) 2018, at 18:42:21. The data point prior to the loss of power revealed that a battery was connected to power port one with 77% relative state of charge (rsoc) and an adapter was connected to power port two. The data point recorded after the loss of power revealed that the same battery was connected to power port one and that a battery was then connected to power port two. The controller was without power for 14 seconds. As a result, the reported loss of power was confirmed. Based on the risk documentation, possible root causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller / con319901 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller / (B)(4) / model #: 1420 / expiration date: 2019-04-30, UDI #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited low flows and pump stops involving loss of power to the controller. The pump and controller remain in use. No patient complications have been reported as a result of this event.